Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken lcs universal handle during case. Surgeon use it and it broke while impacting the femoral component. No adverse events occurred during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device and review of the provided photo confirmed the instrument was broken. The damage is consistent with wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.